Event description:
It was reported that on (B)(6) 2025, during a selenia dimensions mammography system, standard, 3d procedure, the foot switch began sticking and caused raising and lowering of the compression. A field engineer was dispatched to examine the equipment and found the foot pedals are causing the vta to drive uncommanded. The field engineer replaced the foot pedals and verified that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported.

Manufacturer narrative:
It was reported that on (B)(6) 2025, during a selenia dimensions mammography system, standard (serial number (B)(6)), 3d procedure, the foot switch began sticking and caused raising and lowering of the compression. A field engineer was dispatched to examine the equipment and found the foot pedals were also causing uncommanded vertical gantry motion. The field engineer replaced the foot pedals and verified that the system is now functioning in accordance with manufacturer specifications. No patient or user injury was reported. No part was returned so an initial evaluation was unable to be performed. The foot pedals were 924 days old from the time of previous replacement to their replacement after this incident. There was no part returned so the investigation will be limited. There was one prior footswitch issue in november 2022 where the switches were replaced. The behavior did not return after the two footswitches replaced. Possible causes for footswitch issues include wear and tear due to part use or debris accumulation due to its location on the floor. The footswitch was not returned; therefore, further investigation could not be performed. Due to the limited information provided and lack of part return, the root cause of the failure could not be determined. Conclusion: the probable cause is a stuck footswitch; the root cause is unknown due to the unreturned part. The severity for this incident is very low, and the calculated post risk control risk index is considered acceptable. Because of this, and because there was no severe injury, no CAPA is required. This will continue to be trended and monitored. Complaint confirmed: no. Device history record (DHR) review: UDI: (B)(4). Sku: sdm-05000-3dc. Serial number: (B)(6). Date of manufacture: 3/7/2016. Installation date: 4/7/2016. Incident date: 5/9/2025. Closest pm to complaint date: 4/4/2025. Date of part manufacture: unknown ¿ not stated in the DHR. DHR review summary: the footswitches are not checked during the manufacturing process, so no DHR review is required. The behavior did not return since replacing the footswitches, so the issue was isolated to the footswitches and not the gantry.